Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated that on (B)(6) 2020, the patient said the are where the sensor was inserted was sore. An hour later the sensor failed, and the parent removed the sensor. The mother stated the skin at the insertion site was hot to touch, with a quarter-sized knot. The patient was evaluated by the medical doctor on (B)(6) 2020 and was diagnosed with an abscess. An oral antibiotic (clindamycin) was prescribed with instructions to apply topical over-the-counter neosporin to the site. At the time of the report, the mother stated the area remained sore. No additional patient or event information is available.